Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the pump supplies were changed to address the issue and customer declined further troubleshooting from tandem technical support. Customer reverted to manual injection for insulin therapy.